Event description:
Customer's mother reported a no delivery alarm during a bolus. She stated that they removed the infusion set and the cannula was not kinked. The blood glucose reading was 308 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. Insulin did exit with the plunger push but she stated that there was greater than normal resistance. She was advised to change out the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.